Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment with injection of vancomycin (1 gram one exchange), injection meropenem (500 mg per exchange, 3 exchange per day), and on an unknown date with fluconazole twice a day for peritonitis. Pd therapy was ongoing. The patient was reported to be recovering. No additional information is available.